Event description:
Please note that originally when the report was received, it was unclear if the death mentioned was related. However, a call was held between b. Braun and (B)(6) clinical nurse educators of (B)(6) network on (B)(6) 2023. The (B)(6) representatives confirmed that there were no patient deaths associated with interruptions to care due to air-in-line alarms on infusomat space pumps and sets. The reported events were classified as "near misses", as such this report is submitted amending section b2, b5, and f10 to reflect serious injury.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: emergent patient transferred to unit, hypotensive and needed to start vasopressors. Pump primed while also flicking IV ports upside down to dislodge micro-bubbles during priming. Pump was started and within seconds started to alarm "air bubbles". It was restarted several times with continual "air bubble" alarm approx every 5 seconds preventing pump from running. A new line had to primed causing a delay in medication administration.